Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Occupation: attorney.

Event description:
Litigation alleges patient has suffered extreme pain in hip, causing difficulty ambulating and sleeping. After receiving the pinnacle, patient learned that the device was failing and releasing metal ions into the body. Update (B)(6) 2011: received der that includes dor, prod codes, description of event: painful hip, loose femoral component at bone/cement mantle, unknown mfg cement, osteolysis noted. Update: 5 dec 2017: patient was revised to address aseptic loosening and left tha. Operative findings reported of loosening at the femoral component and cement mantle, greater trochanter was found fractured and the metal liner was slightly eroded. CT scan showed that the proximal femur was noted to have lucency along the entire shaft of the femoral component. X-ray showed osteolysis around the femoral prosthesis and concern for loosening. Clinic visits reported of discomfort and progressive pain.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.